Manufacturer narrative:
A1-a4, b3, b5, h6: additional information.

Event description:
Information was received that incident occurred while in use with a patient, and no injury occurred. Incident has also been reported to be resolved.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with lcd pixels leaking/bleeding. According to the investigation, the pump event history log could not be recovered. Visual inspection and user mode testing were performed. The reported "pump alarming" problem was not duplicated. According to the investigation, the pump functioned normally and ran without incident. The downstream occlusion sensor and upstream occlusion sensor sensors passed occlusion and pressure testing. However, when the pump was opened it was found that the foil shield had started to curl, possibly contacting the board intermittently. The event log was not able to be downloaded. According to the investigations, this issue could possibly be caused by a faulty rd jack, but the shorting plug worked when using it to collect pump parameters. The foil shield and rd jack will be replaced as a preventative maintenance measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited alarm and could not be troubleshoot. No reported adverse effects.